Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubies were off the bus. A field service engineer inspected and reseated all row board cables, tested the drawers using the hardware testing application, and confirmed that all cubies were functional. The engineer rebooted the app, and the bio ID indicated that maintenance was required. The fse tested the bio ID using the hta, and the test was successful. Finally, the engineer rebooted the stations. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.